Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 1/25/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, what viscoelastic residue on the optic body and haptics and that the lens was received cut in half. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that and intraocular lens (iol) was explanted from the patient's left eye due to iol subluxed. It was stated that vitrectomy was also done. Suspect iol was replaced with the same model iol but lower diopter power (23.0). It was noted that there will be no other information available.